Manufacturer narrative:
The device remains implanted and was not available for analysis. A device history record review could not be performed because the batch is unknown. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Embolus is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The literature article retrospectively evaluated safety and efficacy of the stent-assisted coil embolization (sace) of aneurysms with small parent vessels. All patients (total 41) with parent vessels of =2 mm in diameter who underwent stent-assisted aneurysm treatment with either a subject stent or a non-stryker stent at the institution between (B)(6) 2006 and (B)(6)2012 were identified. Patient # 25 (see table 2) underwent sace of the m2 middle cerebral artery (mca) aneurysm with the subject stent. Thromboembolic complication occurred during procedure but was immediately treated with intra-arterial thrombolysis. The patient was found stable during follow-up. No further details provided.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between june 2006 and october 2012. This is report 4 of 4. The device remains implanted.

Event description:
The literature article retrospectively evaluated safety and efficacy of the stent-assisted coil embolization (sace) of aneurysms with small parent vessels. All patients (total 41) with parent vessels of =2 mm in diameter who underwent stent-assisted aneurysm treatment with either a subject stent or a non-stryker stent at the institution between june 2006 and october 2012 were identified. Patient # 25 underwent sace of the m2 middle cerebral artery (mca) aneurysm with the subject stent. Thromboembolic complication occurred during procedure but was immediately treated with intra-arterial thrombolysis. The patient was found stable during follow-up. No further details provided.